Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose. Blood glucose level at the time of incident was 47 mg/dl. Customer stated that their blood glucose came back in normal range. It was unknown that auto mode feature was active or not at the time of event. No product is expected to return for analysis.